Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was delay in diagnostic procedure performed by the customer. The philips field service engineer (fse) inspected the system onsite and confirmed that motorized movements were unavailable. Review of the system log file showed that geometry movement stopped working. To resolve this issue, fse cleaned the ceiling rails. After that, the system was returned to use in good working order. The codes were updated based on investigation summary.

Event description:
It has been reported to philips that motorized movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.